Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. A power loss was not observed. The battery cap measures within specifications. A battery compartment crack was observed below grip pad. No evidence of moisture inside battery compartment. The pump was exercised with returned cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside pump. The black box dates from 3/1/2014 - 3/10/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting and, when powered on, could not be navigated beyond the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.